Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 6f .070in judkin's right (jr) 4 100cm vista brite tip guiding catheter was found fractured at the moment of "dispensing" the catheter to the procedure table. There were no reports of patient injury. The device was returned to the warehouse; however, it was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f .070in judkin's right (jr) 4 100cm vista brite tip guiding catheter was found fractured at the moment of "dispensing" the catheter to the procedure table. There were no reports of patient injury. The device was not returned for analysis however, one picture related to the reported malfunction was attached to the complaint file. In the picture a coiled ¿6f .070 jr 4 100cm¿ along with a product label is observed. The unit presents with a kinked condition on the distal area of the body/shaft. No other outstanding details are observed in the attached pictures. The complaint reported by the customer as ¿catheter (body/shaft) ~ cracked¿ could not be confirmed because the device was not returned, and this condition was not observed in the provided image. However, a kinked condition was observed on the body/shaft. The exact cause of the kink cannot be conclusively determined however, storage and handling may be contributing factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f .070in judkin's right (jr) 4 100cm vista brite tip guiding catheter was found fractured at the moment of "dispensing" the catheter to the procedure table. There were no reports of patient injury. The device was returned to the warehouse and will be returned to cordis for evaluation.